Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was 177 mg/dl. After troubleshooting, it was determined that customer had not tried all remedies. Customer was advised to try all remedies and that sample infusion sets would be sent to customer. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.